Event description:
It was reported to boston scientific that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure to treat stricture performed on (B)(6) , 2025. During the procedure, the balloon burst at 3 atm before reaching the full pressure. It was reported that no piece of the balloon was detached inside the patient. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.